Event description:
In (B)(6), the pt developed angina and dyspnea and an echocardiogram revealed severe aortic stenosis and a high transvalvular gradient. The valve was explanted and replaced with a 21 mm pericardial tissue valve from another MFR. The explanted valve had thickened cups with decreased mobility and some pannus formation on the stent post between the noncoronary and left coronary cusps.